Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose (bg) values ranging from 310-477 mg/dl with polydipsia, nausea, and small ketones. Patient reports a recent change in stress levels. Not unusual treatment was required. During troubleshooting, customer support found no potential cause of inaccurate delivery and found that the patient was not priming the pump correctly and attributed the bg excursion to training/misuse factors. This complaint is being reported as the patient experienced hyperglycemia related to use error.